Event description:
Info received indicates the heald of the bed cannot be raised.

Manufacturer narrative:
The technician isolated the issue to a stuck head up valve. He replaced the valve to repair the bed.